Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the voyager nc balloon ruptured at 18 atmospheres at 20 seconds during dilatation of an 80% stenosed lesion in the second obtuse marginal coronary artery. A non-abbott dilatation catheter was used to complete the procedure. It was further reported that a little resistance was observed during advancement; however, more resistance was felt during retraction. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood visible in the guide wire lumen, the inflation lumen and the loosely folded balloon. There was also contrast visible in the inflation lumen and the balloon. This is all consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the distal balloon shoulder. As a result of the pinhole, the balloon could not be fully deflated to measure the balloon profile. Scanning electron microscopy (sem) analysis confirmed that there was a leak located above the distal marker along a balloon fold/crease with peeling noted adjacent to the leak. The sem analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The distal balloon marker also exhibited a slight ridge in the material. There was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon was damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. As a result of the rupture, it is possible that the balloon may have not been able to fully deflate, such that resistance was experienced upon removal of the device. Physical resistance during advancement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Based on the information provided, the lesion was moderately calcified and 80% stenosed, which may have contributed to the reported complaint. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. It was reported that the balloon was not soaked in saline during device preparation. It should be noted that per the products instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, this can contribute to a balloon rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information provided and the analysis of the returned product, the reported physical resistance and difficulty removing the device appear to be related to circumstances of the procedure. However, a definitive cause for the reported balloon rupture along the fold and damage noted could not be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the voyager nc balloon ruptured during inflation at 18 atmospheres. It was also reported that some resistance was observed during use of the voyager nc. It was further noted that the balloon was not submerged in saline during preparation. A non-abbott balloon was used to complete the procedure. No patient effects were reported. No additional information was provided.